Event description:
Faulty internal connection, restoration would not seat completly.

Manufacturer narrative:
Faulty internal connection, restoration would not seat completely. No product problem detected. The insertion post sheared off at the cam area and the fragment was not removed. The healing abutment could not screwed in completely. The healing cap is broken due to overloading in the direction of insertion. Dentist should have consulted instruction for use to prevent this from happen.